Event description:
On 5/30/91 medtronic reflex 8222 was implanted into patient for his intermittent complete heart block. The pacemakers are on recll because they were found tohave failure rates due to dislodgement of the head of the pacemaker which is felt to possibly be seconary to head design. The patient did get a check and was having normal pacing and sensing until yesterday when he called in for a pacer check and no pacer spikes were noted. He went to the doctor's office and with a magnet applied there was n o pacemaker response. The patient was admitted to the hospital and a temporary wire was placed and a permanent pacemaker generator change on 1/10/92 by the drdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed. Results of evaluation: component failure, battery failure - accelerated depletion, ic failure. Conclusion: device failure occurred but not related to event, software/firmware caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.